Event description:
It was reported that during a struma procedure the clamp arm broke after a short time, part did not fall into patient. No further information is available. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The device was returned with the clamp arm detached from the instrument. The tube assembly where the clamp arm attaches was inspected and it was distorted, this occurred when the clamp arm was removed from the tube assembly. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the condition of the returned device. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.

Manufacturer narrative:
(B)(4). Assumed 1st day of month that complaint was reported. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.